Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery an ophthalmic knife was blunt. Surgery was completed with an alternative knife and with no report of patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Thirty-six unopened knives, in blisters and in boxes were received for the report of blunt knife. As per sampling plan, 13 samples were visually inspected and found to be conforming. Functional penetration testing was then performed and sample 4,6,8,13 were nonconforming. Sample 1-3,5,7,9-12 were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened sample 4,6,8,13 were found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned unopened sample 1-3,5,7,9-12 were found to be visually and functionally conforming, therefore dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of blunt knife; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).